Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs assay (tnths) result for 1 patient sample tested on a cobas 8000 e 602 module. The initial tnths result was 480.7 ng/l. The result was released outside of the laboratory. On (B)(6) 2018, tnths testing was repeated twice on the same instrument with results of < 3.0 ng/l and < 3.0 ng/l and once on another analyzer with a result of 4.77 ng/l. The customer deemed the low tnths results to be correct. There was no allegation of an adverse event. The tnths reagent lot was 29525801 with an expiration date of 31-mar-2018. Review of the calibration, pre-analytical, and analyzer alarm history gave no indication of an issue. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. A general reagent or instrument problem could not be identified. The investigation was unable to find a definitive root cause.